Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting high blood glucose while wearing her insulin pump. She thinks the device is not delivering because her reservoir was at the same level after this morning's bolus. Customer's blood glucose is 400 mg/dl. She treated with a 22 unit bolus through the device. During troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during manual prime. The device's history is correct. The cannula was not bent. Troubleshooting was not completed due to lack of tubing clamps. Customer was advised to monitor her blood glucose and to call back when the tubing clamps arrive. Nothing further reported.